Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the treatment, a final angiography was conducted that revealed a thrombus formation where a gore® excluder® aaa endoprosthesis plc161400j was implanted in the left leg. To treat it, two metal non-gore stents, smart 14 mm x 60 mm and e-luminexx 14 mm x 60 mm, were placed into the plc161400j. The blood flow within the leg was observed to be improved. The patient tolerated the procedure. The physician stated that there was significant calcification of the iliac artery. The left external iliac artery had a very narrow section. The prolonged occlusion by the gore® dryseal flex introducer sheath might have caused the thrombus formation.

Manufacturer narrative:
Engineering evaluation could not be performed as the device remains implanted. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to arterial or venous thrombosis and / or pseudoaneurysm.

Manufacturer narrative:
Additional review determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3013164176-2022-01303 was submitted in error, and is hereby retracted. This case does not meet the definition of a reportable thrombosis event in regard to the contralateral limb, as complete blockage of the device could not be confirmed.